Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the roller pump occlusion knob was jammed; it would not occlude or unoccluded. As a result, an alternate device was employed causing a minor delay. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet complete.